Event description:
Monitor showing v-tach, v-fib. Rhythm strip reads failure to capture, failure to sense. Nurse validates v-tach, v-fib. Monitor continues to interpret based on nurse validation. Pt arrests and expires. Facility submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary info received by facility which facility has not had the opportunity to investigte or verify prior to the reporting date. Facility has not conclusively determined the cause of this event. This report shall not be construed as an admission by facility that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.